Event description:
Upon removal of a non-functional left sub-clavian porta-cath, the original tubing was dislodged with portions adhered to the chest wall. Dissection was required until all porta cath tubing was obtained.